Manufacturer narrative:
The customer was unable to duplicate the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not go into diagnostic mode. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit would not go into diagnostic mode. It was also stated that the unit responded to the accept button in ventilation mode. The remote service engineer (rse) confirmed the correct process on how to enter diagnostic mode with the customer. The unit went into ventilation mode after the accept button was held down until the unit powered on. The unit was powered off from ventilation mode using the accept button instead of the red banner on the display which confirmed it was operating as expected. The customer was advised to swap the user interface (ui) assembly with a known working ui assembly for troubleshooting. The rse then advised if the reported issue persisted then the customer should replace the switch printed circuit board assembly (pcba), ui pcba, the cable that connects the switch pcba to the ui pcba, or the central processing unit (cpu) pcba if necessary. Device evaluation and repair are pending.